Event description:
It was reported that this implantable lead was not successfully implanted due to an unknown product performance issue. A new lead was successfully implanted with the same model. No adverse patient effects were reported.